Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the patient presented in clinic experiencing weakness and fatigue. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2016, the patient presented in clinic feeling dizzy. Upon interrogation, the device exhibited backup vvi operation. The a software download was preformed successfully. On (B)(6) 2016, the device was explanted and replaced. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
Final analysis found solder crack between flex and battery connector. The cracked solder join could lead to intermittent battery connection which is likely caused the field complaint backup vvi operation. Device anomaly can be traced back to manufacturing related issue.